Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient received a ¿high¿ glucose alert from his dexcom receiver. Without performing a fingerstick test or experiencing any symptoms, the pt self-administered 15 units of aspart insulin via pen. Shortly after, his glucose levels dropped rapidly, exact values were not recalled. During this episode, the patient experienced in-and-out consciousness, sweating, and fell, resulting in damage to his dexcom receiver and stopped functioning completely right after. A friend who was present called for an ambulance but did not administer any medication. Upon arrival, paramedics checked the bg meter, which showed a low reading, though the exact value was not specified. The patient was unsure whether any treatment was administered by the paramedics. He was taken to the emergency room (ER) and later transferred to a hospital room. At the ER, the patient could not recall the bg reading. He was treated with an IV medication, given food, and had his glucose levels monitored continuously. He remained in the hospital for three days and was discharged with a bg reading of 120 mg/dl. After returning home, the patient's friend replaced the sensor, and the patient reported feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.